Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. The first clip fired fine, the second clip jammed; the third fired but did not feel right. The fourth clip jammed and the device was removed from the surgery field. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.